Event description:
"Rn was placing the PICC and when she put the wire in, she felt resistance, tried to reposition pt and with additional resistance she gently tried to pull the wire back. At this point, she realized that the wire was not coming out alone so she pulled the needle and wire back together. Once the needle/wire was out of the pt she noticed that the wire had unraveled and part of it was still in the pt. Rn called another nurse and the other nurse attempted to gently pull the wire out and at that point the wire snapped. Part of the wire remained in the pt and was later surgically removed and then retained by hospital."

Manufacturer narrative:
The device has not been returned to the MFR for evaluation, as the device is being retained by the reporting facility. A lot history review (lhr) of reyg1417 showed no other similar product complaint(s) from these lot numbers.